Event description:
During outreach call, customer reports of experiencing high blood glucose which rose to 400 mg/dl. Customer reports that issue was resolved after third infusion set change. Customer states that blood glucose began to elevate again and when changing infusion set, a bent cannula was noticed. Customer declined assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.